Event description:
The pt reported that he had an MRI during a hosp stay. The reason for the hosp stay and MRI were not reported. Sometime after the MRI, he experienced nausea, insomnia, muscle aches, and twitching. He stated that the hcp suspected that the pump had been disabled by the MRI and the pt had been without medication for 5 days. The pump was reprogrammed in 2008, but the pt stated that his symptoms had not subsided; some had increased. The pt did not specify which symptoms. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration sys indicates morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.